Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During the photograph inspection, cracks at the bottom of the piece were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: unreported date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap prep kit presented a crack. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.